Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: customer stats I also wanted to pass along that we entered approximately 4-5 midas for the ref# 10015896, after connecting the tubing we found multiple leaks throughout the tubing hub areas. Not sure if you heard this from anyone else? Should the follow up communication be sent to you? Yes please. Were any of the sets saved to send in for evaluation? Not at this time, if we have another issue, I will make sure to pass along to the team to save the tubing. In meantime, we have instructed the team to tighten each hub area before delivering medication/fluids.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.